Manufacturer narrative:
Exemption number: e2015015.

Event description:
Os (B)(4) - the dentist reported the non-osseointegration of a dental implant nearly 20 days after its installation in intraoral region # 8. Patient presented bpne type iii and immediate load was not performed.